Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited high pacing impedance and a high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was fine before, during, and after the procedure and was discharged post-procedure.